Event description:
Terumo medical corporation received the following reported information: post left heart cath procedure, and the tr band was placed. 18mls of air was initially injected then titrated down to 14ml's. The band slowly leaked air (twenty minutes) which resulted in a hematoma. Hemostasis was achieved using a second balloon. The hematoma was treated by applying firm direct pressure to the hematoma. The size of the hematoma was not known, the patient had some swelling and bruising. There was no blood loss. The patient was stable. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in a box in room temperature conditions. The leak may have come from the valve.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).